Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and pregnancy on (B)(6) 2014. The customer¿s blood glucose at the time of hospitalization was 512 m/dl and current blood glucose was 429 mg/dl. The customer was in emergency room as result of high blood glucose. The customer experienced symptoms such as nausea, vomiting and abdominal pain, difficulty in breathing. The customer was treated with manual injection. The customer was not using the auto mode feature. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer also reported that the were air bubble in the tubing. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.